Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty loading the filter and separation. It may be possible that the barewire was pulled with excessive force while loading the filtration element into the delivery catheter causing the barewire to separate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that prior to use, when attempting to load the filter into the delivery catheter (dc) pod of the emboshield nav6 embolic protection system (eps), the filter failed to load and the entire wire separated from the device. The device was not used and there was no patient involvement. Another emboshield nav6 was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.